Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of iab leak suspected is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the middle of the balloon ruptured occurred during catheterization. As a result, the user changed to a new catheter. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the middle of the balloon ruptured occurred during catheterization. As a result, the user changed to a new catheter. There was no report of patient complication or serious injury and death.